Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was inspected by the field service engineer of olympus, and the customer's complaint: no image displayed after start-up, was not confirmed. The customer decides not to send the device to olympus for inspection and evaluation. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no normal display at power on. The issue was found during preparation for use for an unknown type of diagnostic procedure. The procedure was completed using another similar device. There were no reports of patient harm.